Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial#: b)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot#: v814474, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 11-aug-2015, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-jul-2014, UDI#: (B)(4).

Event description:
It was reported that the "first one malfunctioned". They stated that the healthcare provider determined the "wire disconnected". Caller clarified and stated that when patient had surgery the caller knew something was wrong because the patient had tremors. Caller stated patient's implant is on his right side and so when caller rolls him, she has to use his left hand to roll patient. Caller believes what happened is when patient was brought from the operating room to his room after surgery, they "pulled him the wrong way" and caller believes that's when wire disconnected. Caller states the healthcare provider confirmed the disconnection at 4-week post-op appointment.